Event description:
Caller reported cartridge alarm 20 during the pumping process. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support decided to replace the pump, confirming the warranty was valid, and provided instructions for the caller to use multiple daily injections as a backup therapy. The customer was informed that a replacement pump with updated software would be sent, along with instructions on returning the faulty pump.